Manufacturer narrative:
An event of amulet device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. A pre-procedure CT scan was available which showed site generated 25.1 x 31.6 mm orifice measurements. No site generated landing zone measurements were seen. Based on the information received, the cause of the reported incident could not be conclusively determined, however could be possibly related to the shape of anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a defect size 34mm x 24mm (elliptical) using a 14f amplatzer amulet delivery sheath. During procedure, the sizing of the device was determined by computed tomography (CT) scan, 3mensio, feops. The intracardiac echocardiography (ice) and fluoroscopy showed the amulet device was dislodged after detachment and resulted embolization in the mitral valve. The blood pressure of the patient was dropped momentarily but stabilized. Patient required prolonged hospital stay for an open heart surgery to remove the device. The patient was reported as stable.